Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a radiofrequency ablation procedure to treat an atrial flutter, a blazer ii xp catheter was selected for use. It was reported that the thermistor was not functioning properly once the blazer was inserted into the patient. The catheter was being used in temperature control mode, and the temperature issues encountered were continuous. No ablations were performed. The cable was disconnected and reconnected, but it did not resolve the issue. Replacing the catheter resolved the issue, and no patient complications were reported. The catheter is expected for return.

Event description:
During a radiofrequency ablation procedure to treat an atrial flutter, a blazer ii xp catheter was selected for use. It was reported that the thermistor was not functioning properly once the blazer was inserted into the patient. The catheter was being used in temperature control mode, and the temperature issues encountered were continuous. No ablations were performed. The cable was disconnected and reconnected, but it did not resolve the issue. Replacing the catheter resolved the issue, and no patient complications were reported. He catheter has been returned to boston scientific for analysis.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection of the returned blazer catheter revealed no external abnormalities. A functional test was performed, and the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed, and the device was under specification. It was inspected against a different blazer ii xp catheter. During electrical testing, the ablation was verified by using the maestro generator 4000, and the device was found within specifications. The reported event was unable to be confirmed.